Event description:
It was reported that on (B)(6) 2024, a 27mm navitor valve was selected for implant. The length of the patient's membranous septum is 6.1mm and there was no notable annular or lvot calcium. During the procedure, following the pre-bav, the patient experienced a left bundle branch block (lbbb). Intraprocedural hemodynamics were not an issue and the patient remained stable throughout the procedure. The valve was successfully implanted at a depth of 7mm. Within 24 hours, the patient received a permanent pacemaker. The physician doesn't believe the patient or user experienced adverse health consequences due to the performance of the product. The patient is stable and has since been discharged. It's thought that the balloon valvuloplasty was the cause of the lbbb.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. An event of heart block was reported. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on all available information, the reported heart block appears to be related to procedural conditions (related to balloon valvuloplasty). The reported surgery was the result of case-specific circumstances. There is no indication of a product quality issue with respect to labeling, design, or manufacturing of the device.

Event description:
It was reported that on (B)(6) 2024, a 27mm navitor valve was selected for implant. The length of the patients membranous septum is 6.1mm and there was no notable annular or lvot calcium. During the procedure, following the pre-bav, the patient experienced a left bundle branch block (lbbb). Intraprocedural hemodynamics were not an issue and the patient remained stable throughout the procedure. The valve was successfully implanted at a depth of 7mm. Within 24 hours, the patient received a permanent pacemaker. The physician doesn't believe the patient or user experienced adverse health consequences due to the performance of the product. The patient is stable and has since been discharged. It's thought that the balloon valvuloplasty was the cause of the lbbb.